Manufacturer narrative:
It was reported that the tibial tray impactor tip broke while impacting the tibial tray. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the tibial tray impactor tip broke while impacting the tibial tray. The surgery was completed successfully.